Manufacturer narrative:
The specimens were fresh, collected in 3ml bd vacutainer tubes. Qc is run every 24 hours and before the event results were within assay limits. Qc was performed after the event and recovered out of range. A field service engineer (fse) was dispatched: the fse replaced the blood sampling valve (bsv) shaft and verified the instrument. Hardware issue may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
Customer reported that the coulter lh500 instrument generated erroneously low hemoglobin (hgb) results for multiple patients. Patient printouts were requested, but not provided. The hgb results were not reported out of the lab. No death or serious injury, no change to patient treatment is associated with this event.